Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 11/17/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested; the following was obtained: - when did the needle detach/detach from the suture thread? Removal of the packaging / during handling before use on the patient / during passage through the fabric / during tying / postoperatively? It occurred in two moments, one during the removal of the package and the other during the tying. - enter the status of the device(s) as it has not been received for analysis. If the device has already been shipped, enter the tracking details of the shipment. Was the suture thread that presented the problem discarded? Yes, they were discarded. - provide the source or the name and title of the external person who provided the responses for the follow-up (external person who sent the responses to the sales rep). Information provided by instrumentalist ER to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. It was reported that the needle was detaching from the thread during use. There were no patient consequences reported. Additional information was requested.